Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was no longer providing adequate pain relief so they elected to have a pump implanted and the ins explanted. The ins was functioning properly. The issue was resolved after explant. No further complications reported.